Event description:
Received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is stain on the device. Product code is b12srt and lot is k4cn9u.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was one photograph submitted. The photo shows up the logo printed in the device damaged but still legible. A batch record review was performed and no anomalies were found during the manufacturing process.